Event description:
Caller reported a malfunction on the pump, identified by malf 3 code, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as the malfunction code was not resettable, and the device was under warranty. The customer was informed about receiving a replacement pump with updated software and advised on necessary steps to take upon receipt, including putting the pump into storage mode and returning the faulty one using the provided return box and pre-paid label. The customer acknowledged and understood all instructions communicated by the support team.